Manufacturer narrative:
(B)(4)

Event description:
It was reported a remote transmission revealed ventricular noise on an electrogram. Noise could not be reproduced with isometrics and heavy breathing. A test shock was performed and found no abnormal functions during the test. No other intervention was suggested. No further information is available.